Event description:
On (B) (6), 2006, pt had an acl repair using the calaxo screw in the tibia. On (B) (6), 2009, removal of the screw and debridement of the site was performed.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).